Event description:
Additional information was received which reported that when the first valve (B)(6) was recaptured, the recapture was not a full recapture and this caught on the calcium in the stj. Per the physician, the dcs associated with the first valve implant contributed to the patient death.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the delivery catheter system (dcs) dissected the sinotubular junction (stj). Per the physician, the patient¿s bicuspid valve with a non-right fusion and the dcs contributed to the death.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve with a fusion between the non-coronary and right coronary cusps. The first angiogram shows the valve deployed just prior to the point of no recapture and no obvious signs of aortic dissection, possibly due to low contrast volume and suboptimal position of the reference pigtail. The subsequent angiogram shows evident aortic dissection that appears to originate from the sinotubular junction. Cause of the aortic dissection cannot be determined. Furthermore, the valve depth appeared to be less than 1mm on the left coronary cusp which would warrant a recapture. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture (section 9.2.5). Caution: bioprosthesis implant depth =1 mm may contribute to an increase d risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Despite the shallow depth, the valve was released, and aortic regurgitation was noted. It was reported that a pericardial effusion was identified at this time and a decision was made to implant a second valve. The second valve was implanted inside the first valve and angiogram reveals that the aortic dissection was contained and evidence of coronary flow. A post-implant dilatation was performed and subsequent angiogram reveals no flow to the coronaries and worsening of the aortic dissection confirmed, but significant contrast staining in the ascending aorta. Attempts were made to re-access the coronaries unsuccessfully and further efforts were aborted. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, (lot: 0011966451), product type: 0195-heart valves; product ID: d-evolutfx-2329, (lot: 0011827946), product type: 0195-heart valves; product ID: evolutfx-26, (B)(6), product type: 0195-heart valves, implant date: (B)(6) 2024. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon implant of the first valve (B)(6), the team noted aortic regurgitation as well as pericardial effusion. A second valve was therefore decided to be implanted. Once the second valve (B)(6) was implanted the aortic regurgitation was resolved, however the pericardial effusion remained. At this point, the team realized that the effusion was caused by a dissection in the sinotubular junction (stj). There was no defect in the implanted valves. The only treatment option for pericardial effusion caused by stj dissection was a surgical bailout, however the patient had expressed prior to the procedure that this option was not preferred. The dissection had also begun to extend backwards into the aortic arch and flow through the carotid branch was compromised. The patient passed away.

Manufacturer narrative:
Corrected: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: it was reported the patient consequently died. Of note, as stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: death; cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); cardiac tamponade; coronary occlusion, obstruction, or vessel spasm (including acute coronary closure). The provided images confirm that the valve depth appeared to be less than 1 millimeter (mm) on the left coronary cusp which would warrant a recapture. Despite the shallow depth, the valve was released. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the inaccurate implant could not be conclusively determined with the available evidence. Inaccurate delivery does not typically indicate a device malfunction or a failure to meet manufacturing specifications. Vascular related complications, such as aortic dissection, effusion, and patient death, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was reported that the delivery catheter system (dcs) dissected the sinotubular junction (stj). The provided images could not confirm the cause of the dissection. Per the physician, the patient¿s bicuspid valve with a non-right fusion and the dcs contributed to the death. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. A medical safety assessment was carried out for the additional information received. Reviewed the additional information received. Patient anatomy of a bicuspid valve with a non-right fusion and calcification at the sinotubular junction and interaction with the delivery system could have contributed to the events. Images provided indicated a dissection after the first implant. The dissection was sealed with the implant of a second valve. Images also confirmed a post implant balloon valvuloplasty with subsequent dissection worsening and coronary artery occlusion. Based on the information provided the initial dissection was likely related to the implant of the first valve and the worsening of the dissection along with the death were likely related to the balloon valvuloplasty. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. In this case, it was noted that the valve was recaptured as the valve was too high during the initial deployment and it dislodged, necessitating the recapture. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. The valve was fully recaptured, however the nosecone separated slightly from the capsule due to the angle of the dcs and the stj calcium present. Vascular related complications, such as aortic dissection, effusion, and patient death, are a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was reported that the dcs dissected stj. The provided images could not confirm the cause of the dissection. It was noted that the nosecone separated slightly from the capsule due to the angle of the dcs and the stj calcium present. This may have been a potential root cause of the dissection however this could not be confirmed. Per the physician, the patient¿s bicuspid valve with a non-right fusion and the dcs contributed to the death. Per the physician, the dcs associated with the first valve implant contributed to the patient death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that according to the physician, a post implant balloon dilatation is standard practice when aortic regurgitation is observed. A post implant dilation was performed following the implant of the second valve ((B)(6)). According to the physician, there was query of annular rupture, the team had hopes that the valve skirt would seal off "the rent". Information confirmed that the first valve ((B)(6)) was recaptured as the valve was too high during the initial deployment and it dislodged, necessitating the recapture. The valve was fully recaptured, however the nosecone separated slightly from the capsule due to the angle of the dcs and the stj calcium present.